Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the 150 micron tfl single use fiber had a fire break out between the sheath of the laser fiber and the connect after activation of the laser. This malfunction occurred during a therapeutic flexible urs (ureterorenoscopy) procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained. Updated: d4, d8, d9. The device was returned to olympus for inspection and the reported failure was confirmed. The laser fibers was broken at the connector side. Also, the evaluation detected smoke marks at the connector. A definitive root cause could not be identified. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.